Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 was jammed, and the whole machine could not be accessed because it had failed. User usually had to open it with a set of keys on the back panel, but their keys were not the correct ones to do so. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer was able to use the keys to open the back of the machine and remove the stuck syringe. After the syringe was removed, the fse instructed the customer to reboot the pyxis system and test the drawers and verified that the customer was then able to successfully inventory items in the drawer. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.